Event description:
It was reported that in the beginning after implant, ¿about a week and half to two weeks¿ after implant, the patient could feel the implant moving around, especially when she would move around or stand up. The patient could feel the implant moving and it ¿felt like a baby kick from the inside.¿ the patient stated that after the implant ¿found its nitch¿ it stopped moving. The healthcare provider (hcp) told the patient it was pretty normal for the implant to move around after implant until a pocket had formed around it. Refer to manufacturing report #3004209178-2013-21693 as the patient¿s implant moved again after some falls.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).